Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, in-house contour next link 2.4 meter was tested with in-house contour next test strips. In-house test strips with lot # 9fpeg10c were not available in the quality laboratory for testing, so the test strips from lot # 9fpeg10a were used for testing. All blood glucose readings obtained during in-house testing were within an acceptable range.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that he was receiving difference of 50 to 90 mg/dl between the blood glucose readings obtained on the contour next link 2.4 meter and a non-ascensia meter. The customer provided an example where he obtained a reading of 140 mg/dl on the contour next link 2.4 meter. However, he was experiencing symptom of hypoglycemia. Therefore, he performed another test with a non-ascensia meter and obtained a reading of 70 mg/dl, which was in alignment with his clinical symptoms. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. However, the customer stated that he has used all test strips from the lot involved in the event. The customer was advised to return the meter for evaluation. Replacement meter kit and test strips were sent to the customer.